Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. This reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8, device safety signal for non-delivery and undetected upstream occlusion. Baxter is communicating important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was not delivering the correct amount of fluids and was not correlating with the rate that the pump was set for during therapy in a patient room. ¿ivf¿ running at 60 ml/hr with a new bag of ¿ivf d5ns¿ hung, 15 hours later the patient should have received to 900 ml, the patient had only been delivered roughly 400 ml from a 1l bag. The patient also was receiving antibiotics during that time. Vancomycin was hung which would subtract 1 hour of fluid from the bag and fortaz was hung and would subtract 30 minutes of fluid from the bag. In total the patient should have received 810 ml (13.5 hours of continuous fluid running). Patient also received blood products rbc's at the same time as the ivf. No additional information is available.